Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 45-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography & interventions (scai) stage e shock, and on multiple inotropes/vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma at the impella axillary site. No treatment was required for the hematoma. After four days on support, the family withdrew care and the patient expired. While on support, the impella functioned at p-8 at 5.0l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, the death was related to the decompensated heart failure and the patient was not a candidate for advanced therapies so the decision was made to put the patient on comfort measures only (cmo).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.